Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, and h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-jun-2022 to 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power on due to power module failure. The field service engineer replaced the power module to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system unexpectedly shut down during a procedure. Customer added that they did not have a backup device, troubleshooting the device did not resolve the issue. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station did not power on due to power module failure. A field service technician replaced the power module to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down during a procedure. Customer added that they did not have a backup device, troubleshooting the device did not resolve the issue. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this event.